Manufacturer narrative:
Batch review performed on 12 april 2024: lot 2312201: (B)(4) items manufactured and released on 21-sep-2023. Expiration date: 2028-09-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional items involved in the event, batch review performed on 12 april 2024: ball heads: mectacer 01.29.211 biolox delta ceramic ball head 12/14 ø 36 size xl +8 (k112115) lot. 2336705. Lot 2336705: (B)(4) items manufactured and released on 05-oct-2023. Expiration date: 2028-09-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Cup: mpact 01.32.154dh acetabular shell ø54 two-holes (k132879) lot. 2336173 lot 2336173: (B)(4) items manufactured and released on 23-jan-2024. Expiration date: 2029-01-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Liner: mpact 01.32.3644hct flat pe hc liner ø36/e (k103721) lot. 2336193 lot 2336193: (B)(4) items manufactured and released on 07-sep-2023. Expiration date: 2028-08-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Screws: mpact 01.32.6525 cancellous bone screw, flat head ø 6,5 l 25 (k103721) lot. 2306671 lot 2306671: (B)(4) items manufactured and released on 3-may-2023. Expiration date: 2028-04-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
Hip revision surgery due to infection and the pathogen is unknown. At about 21 days post primary the surgeon removed all components and implanted permanent hardware. The surgery was completed successfully.